Manufacturer narrative:
(B)(4). The sample was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.

Manufacturer narrative:
(B)(4). An actual sample was received for evaluation. A visual inspection of the sample did not reveal any abnormalities. The sample was then submitted for an underwater pressure test, and a leak was observed on the bottom cap of the burette near the connection with the tubing. The reported condition was confirmed. The root cause of this condition was attributed to insufficient solvent bonding technique during manufacturing. A batch review could not be completed as the lot number was not provided by the customer. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter (B)(4) a 4-lead tur irrigation set in which a leak occurred. The condition occurred during priming and there was no patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.